Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Reported out of range impedance measurements (>2000 ohms) on home monitoring. Out of range values were not reproduced with isometrics and postural testing in office, however an impedance rise of approximately 300 ohms was observed with the patient lying on their side. Oversensing was also noted. Device was programmed aair in order to avoid using this lead per the physician. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.